Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of cloudy effluent and peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn, the cause of the peritonitis is touch contamination due to the patient¿s change in cognition and difficulty utilizing the cycler. Given these factors, the patient was transitioned to hd therapy. The pdrn stated the events were unrelated to any fresenius product(s).

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 for cloudy effluent and peritonitis. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient is hospitalized and being treated for peritonitis. The pdrn reported observing cloudy effluent fluid and drew peritoneal effluent cultures, which were positive for coagulase-negative staphylococcus. The patient was reportedly hospitalized and treated with antibiotics (drug, dosage, duration, route and frequency not provided). The cause of the peritonitis was reported as touch contamination, although the specifics were not provided. The pdrn stated the patient was having trouble ¿working the cycler¿ and will be transitioned to hemodialysis (hd) due to a decline in cognition. The cause of the peritonitis was reported as touch contamination (specifics not provided). Per the pdrn, the events and subsequent hospitalization are unrelated to any fresenius products. At the time of this report, the patient remains hospitalized, and is reportedly recovering from the event.